Event description:
It was reported that during device change out, an insulation anomaly was observed via fluoroscopy. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.